Manufacturer narrative:
Ous MDR - the analysis of the leads showed no deviations from the technical specifications that could be related to the clinical complaint. The examination of the leads did not indicate any material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of 28 days, it was reported that the pt had died of ventricular fibrillation.